Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 463 mg/dl. The customer did not have symptoms of high blood glucose. Customer's blood glucose value was 359 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did contact their healthcare professional, who advised customer to call to get insulin pump replaced due to it not working or delivering insulin properly. Customer was advised that insulin pump would be replaced.